Event description:
Event summary: it was reported that the patient passed away. The cause of death is unknown and was not provided by the customer. The patient¿s outcome was not device or therapy related. The pump was not explanted. The patient was transferred to (B)(6)hospital on (B)(6) 2019. The customer reported that no additional information could be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number , and the patient's outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.